Event description:
It was reported that insulin gauge on pump displayed amount different than expected and showed a static fill estimate of 170 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to large variance in measured pressures used to calculate remaining insulin and was informed that fill estimate would begin counting down normally once actual insulin amount matched displayed value, and caller understood and acknowledged guidance.